Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection of the suction tube revealed blood and saline residue. The active tip of the device also showed visual signs of activation. Due to the nature of this failure the device was forwarded to the supplier for further investigation. Further visual inspection revealed there was evidence of ceramic melting, suggesting the device was activated in proximity of another metallic object. The ceramic was also found to be cracked. There is evidence of tissue blockage within the suction port that would cause the reported failure. This blockage may have originated from burial of the active tip in the joint in use, however this cannot be confirmed. The device passed all capacitance and continuity testing but failed flow testing due to the blockage. The root cause cannot be determined, however one possibility is that this is due to misuse as the electrode tip should not be buried in excess tissue to prevent overheating and suction clogs during activation. The supplier-conducted review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
The customer reported via phone that their vapr cool pulse 90 electrode would not suction during an unknown procedure. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.